Event description:
It was reported that patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited post sensed t wave over-sensing. Programming changes were made. The patient was stable.